Manufacturer narrative:
The device was received with blank display due to battery tube connector not plugged in properly. The device was received with broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 421 mg/dl at the time of incident. The customer was assisted with troubleshooting and declined for high blood glucose. Customer will be returned device for analysis.